Event description:
On (B)(6) 2009, the pt reported that today when she removed her infusion site, the cannula was bent. She stated that she changes the infusion site every 3 days and the infusion tubing every 6 days. The pt refused to provide add'l info and stated "it was me and I probably hit scar tissue." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.